Event description:
It was reported that prior to a percutaneous interventional procedure, pre-close placement of the proglide sutures was achieved in the right common femoral artery through a 6-french sized access site using two perclose proglide devices. During needle deployment, the device was held at a 45-degree. Reportedly, after deploying the suture from two proglide devices, the sutures were clamped to the side and the access site was dilated to 14-french. Upon completion of the percutaneous interventional procedure, the knot of the first suture was advanced to the artery, but as the knot from the second proglide device was being advanced, the suture broke. The suture from the first proglide device and manual arterial compression were used together to achieve hemostasis. The procedure was performed under general anesthesia. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.